Manufacturer narrative:
F/u info was received on (B)(4) 2013 in the form of qa (quality assurance) investigation results. Eval summary: the product lot number was not provided; therefore a batch record is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of product is not affected by this report.

Event description:
Arthritis in left knee [arthritis]. Slight pain [pain]. Slight swelling [swelling]. Joint effusion [joint effusion]. Case description: spontaneous case received on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials unk, with gonarthrosis. The pt's medical history was significant for ongoing rheumatoid arthritis and previous use of suvenyl for pain of gonarthritis and previous use of synvisc of the first course. On an unspecified date, the pt initiated treatment with first synvisc (hylan g-f 20) injection of the second course at a dose of 2 ml, once per week (route of administration not provided). The lot number for synvisc was not provided. On an unspecified date, arthrocentesis was performed and 20-30 ml of joint fluid was aspirated from an unspecified knee. The pt also developed slight pain and swelling. On an unspecified date, one week after the first synvisc injection, the pt received second synvisc injection. On the following day, the pt experienced arthritis and had to be absent from work for 3 consecutive days. The action taken with synvisc treatment was not provided. The outcome for the events of pain, slight swelling, arthritis and joint effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc and all the events was not provided by the reporting physician. F/u info was received on (B)(6) 2013 from the physician regarding pt's medical history. Synvisc details, lot number, event info and clinical course that upgraded the case to serious. It was stated by the reporting physician that the event of arthritis in left knee was assessed as serious (medically important) as the pt had to be absent from work because of the event. The pt's medical history was significant for previous use with synvisc (from (B)(6) 2011). On (B)(6) 2013, the pt initiated treatment with first synvisc injection of the second course into both knees. The lot number for synvisc was unk to the reporter. The same day, arthrocentesis was performed and 20-30 ml of joint fluid was aspirated and the pt developed slight pain and swelling. On (B)(6) 2013, one week after first synvisc injection, the pt received second synvisc injection. The same day, treatment with synvisc was permanently stopped. On (B)(6) 2013, the following day, the pt developed arthritis in left knee (previously) reported as arthritis). On (B)(6) 2013, the pt recovered from the event of arthritis in left knee. The reporting physician assessed the relationship of synvisc with the event of arthritis in left knee as definitely related.